Manufacturer narrative:
Device evaluation: one device was returned for investigation. No abnormalities were found in the appearance of the product related to the reported event. Functional testing found the complaint was confirmed. There was a gas leak from inside the main unit. Root cause was attributed to the demand valve assembly, which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a leak. There was unknown patient involvement and unknown patient harm/adverse event reported.